Event description:
It was reported that the patient presented to the clinic with the device at eri/eos the same day. The device only gave one vibratory alert, and would not allow any subsequent merlin.net transmissions. On (B)(6) 2017, the device was explanted. The patient condition before and after the procedure was stable.